Manufacturer narrative:
(B)(4). The air in tubing (without alarm) could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had air in the tubing (without alarm). The nurse (rn) stated that the hp disconnected and there were air bubbles in the patient line. The technical service representative (tsr) advised the rn to end therapy and start over with new supplies. The call disconnected before the tsr could assist the rn with ending therapy. The tsr attempted to reconnect with the rn and was not successful. Global product surveillance contacted the peritoneal dialysis nurse (pdrn) on (B)(4) 2012. The pdrn did not remember calling baxter for the reported problem. The pdrn stated that the hp was continuing with therapy and doing fine. The pdrn stated that the hp did not have any medical issues or injuries that could be related to the reported problem. There was no patient injury or medical intervention reported.